Event description:
The following has been reported: biomed reported : black screen no power to screen . No patient harm or active infusion. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a touchscreen input failure. The device touchscreen did not function during testing and would not accept touch commands. An internal investigation was performed and no physical damage was identified. The touch input cable was seated correctly and reseating it did not restore screen function.